Event description:
Additional information was received that the patient experienced shortness of breath as a result of the stenosis. Leaflet calcification was observed. It was reported that an intervention was required for the stenosis, and the patient was being evaluated for a valve-in-valve procedure. It was also noted that the valve was implanted deep at 10mm on the non-coronary cusp at the initial implant.

Manufacturer narrative:
Updated data: a4. B1. B2. B5. H1. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 8 years and 8 months following the implant of a transcatheter aortic valve, valve stenosis was identified. Additional information was received that the patient experienced shortness of breath as a result of the stenosis. Leaflet calcification was observed. It was reported that an intervention was required for the stenosis, and the patient was being evaluated for a valve-in-valve procedure. It was also noted that the valve was implanted deep at 10mm on the non-coronary cusp at the initial implant. Additional information was received that after admission, an echocardiogram showed a mean gradient of 44 mmhg and peak gradient of 80 mmhg. The stenosis was noted to be severe and the patient experienced chest pain and dizziness. The patient was on plavix but the indication and start date were not known.

Manufacturer narrative:
Updated: b2, b3, b5, b6, b7, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: enveor delivery catheter system (dcs); product ID: enveor-us; lot: unknown; UDI: unknown; manufactured date: unknown; use by date: unknown; implant date: n/a; FDA site ID: 9612164. Corrected: b3, b5, h6, h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that (B)(6) following the implant of a transcatheter aortic valve, valve stenosis was identified. Additional information was received that the patient experienced shortness of breath as a result of the stenosis. Leaflet calcification was observed. It was reported that an intervention was required for the stenosis, and the patient was being evaluated for a valve-in-valve procedure. It was also noted that the valve was implanted deep at 10mm on the non-coronary cusp at the initial implant. Additional information was received that after admission; an echocardiogram showed a mean gradient of 44 mmhg and peak gradient of 80 mmhg. The stenosis was noted to be severe and the patient experienced chest pain and dizziness. The patient was on plavix but the indication and start date were not known. The initial deep implant depth was not intended and was reported to be likely due to the delivery catheter system (dcs) technology at the time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 8 years and 8 months following the implant of a transcatheter aortic valve, valve stenosis was identified.